Event description:
A spinal cord stimulator by medtronic was inserted in my extensive fused spine. The neurosurgeon did not do a mandatory pre- MRI or do a mandatory trial but inserted a "permanent trial" at the incorrect level, relying on an incorrect MRI report 6 months earlier. She never looked at the MRI, just the report. She never performed a trial and I was hospital for 4 days in severe pain. Radiology functional studies show damage where she worked. She is unfit to be performing these insertions and medtronic does not maintain a database of failure rates, number of devices inserted per qualified physician per year, complications etc. For devices that can severely damage patients, this should be a mandatory requirement as opposed to having a device approved after a mini trial and then publicizing it and letting any physician take an online course and start using these devices.

Event description:
Additional information received on 12/20/2024 for report mw5154756 to update device information.